Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review part 357.371, lot 6289835: released 15march2010. Troutman industries manufactured the buttress compression nut for 357.369. No material review reports or non-conformance reports were generated for this lot. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary ¿ the returned 357.371 buttress/compression nut was received in fairly worn, but in working condition. The device was manufactured in 3/2010 and is over five years old. A visual inspection, dimensional inspection, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed and no complaint was alleged against this device. The complaint for this device is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the physician was aiming the aiming arm for trochanteric fixation nail (tfn) to place the helical blade but the surgeon had difficulty with the armed arm. This resulted in difficulty with the measuring of the helical blade and the helical blade was too long. It was changed to the one with the correct measure. In addition the drill clashed with nail when the surgeon was doing the distal locking of the tfn nail and the surgeon had to nail locks manually. There was a prolongation of forty-five (45) minutes in surgery time. This is report 3 of 3 for com-(B)(4).